Event description:
Physician was attempting to deliver one endeavor sprint drug eluting stent to rca with 99% stenosis and excessive tortuosity. It was reported that the physician created a side hole in the guide catheter which split into fine layers, trapping the stent and causing it to dislodge. The device was retrieved using a snare device. Patient is reported to be recovered. No other clinical sequalae reported. Evaluation summary: visual inspection of the stent confirmed that the first 2 distal segments were not damaged but that the remaining stent segments were damaged with the proximal to mid stent segments being bunched and entwined on the snare wire.

Manufacturer narrative:
Evaluation: results inherent risk of procedure - (dislodged); device used with incompatible equipment; caused by another device, caused by operational context. Conclusions: another device caused failure, operational context contributed to event. (B)(4).